Manufacturer narrative:
The field service engineer determined that the cell rinse volumes were too high. Water and detergent were overflowing onto the top of the cells. The cell rinse volumes were adjusted. Precision studies were performed and all results were within guidelines. Sample probe adjustments and gear pump pressure were verified. The customer calibrated and ran controls; all results were within acceptable ranges. Calibration was acceptable on the morning of the event. Calibrations failed twice on the evening of the event. Controls for na and cl were outside of range multiple times on the day of the event, although these were within range during the times each sample was tested. Controls for k were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated that starting on (B)(6) 2019, they had questionable ise results for four patient samples tested on the cobas 4000 c (311) stand alone system. Of the four samples, one had a discrepant result for ise indirect ci for gen.2 and two others had discrepant results for ise indirect na for gen 2. The samples were repeated and the repeat results were believed to be correct. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a cl value of 128 mmol/l. The sample was repeated on the same analyzer, resulting with a cl value of 112 mmol/l. The sample was also repeated on an istat analyzer, resulting with a cl value of 112 mmol/l. The second sample, from a (B)(6) year old male patient, initially resulted with an na value of 163 mmol/l on (B)(6) 2019. The sample was repeated on the same analyzer, resulting with an na value of 140 mmol/l on (B)(6) 2019. The third sample, from a (B)(6) year old female patient, initially resulted with an na value of 127 mmol/l on (B)(6) 2019. The sample was repeated on an istat analyzer, resulting with an na value of 141 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.